Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Right heart failure and acute renal dysfunction are known potential complications associated with all patients implanted with vad's. The instructions for use (IFU) addresses guidelines for optimal patient management. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that the patient's creatinine peaked on pod #2 at 3.6, so cvvhd (continuous veno-venous hemofiltration dialysis) was started. Cvvhd has continued to date for volume control. Creatinine has down trended to most recently a level of 1.14. The patient's right ventricle was very tenuous going into surgery. Inotropes have been weaned off, but patient remains on ino (inhaled nitric oxide) via face mask. The patient has failed ino weaning twice. Sildenafil was attempted but the patient got hypotensive. Tte on (B)(6) 2016 showed right ventricle enlargement with severely decreased function. The patient's speed was decreased from 2500 to 2420rpm. Site continues to diuresis the patient on ivp diuretics. The patient continues to be monitored closely. The patient had moderate rv dysfunction per the echo report pre-vad on (B)(6) 2016. As of (B)(6) 2016, the patient is still in the hospital. His rhf is not believed to be r/t the device or procedure per the medical team. The patient had underlying ckd stage 3 prior to the vad and his creatinine peaked at 3.8 prior to implant. He was being considered for kidney transplant prior to implant. They hoped that his kidneys would recover post-vad, but they did not. He contains now on intermittent hemodialysis.